Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing thresholds and failure to capture. After the lead removal, the venous access on the left side of the chest was occluded, thus inhibiting an (rv) lead replacement. As a result, the physician opted to remove the existing right atrial (ra) lead and pacemaker. A new system was implanted on the right side of the chest. No additional adverse patient effects were reported.